Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons of insulin pump was harder to press. The customer blood glucose level was unknown. Customer stated that numerous scratches and scuffs on insulin pump and it make display harder to read in low light. Customer stated that insulin pump did not alert her on time when battery was low and pump alerts and then shuts off. The device will not be returned for analysis.